Event description:
The customer reported that the cartridge was not fitting properly on the pump. The customer's blood glucose level exceeded 500 mg/dl, with the specific value displayed as "high." To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). Technical support guided the customer to remove an o-ring from the pneumatic tap area, clean the area, inspect the cartridge and the pump, and reload the cartridge, which was successful. The customer then resumed insulin therapy without further assistance.